Event description:
The dlu was loaded and closed to firing range but would not fire. A new dlu was used to finish the case that worked very well. Not sure if they got a "ready" signal after loading the dlu that would not fire.